Event description:
It was reported patient is experiencing unknown issue post implantation. No revision procedure has been reported to date. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Medical product: unknown femoral component catalog # unknown lot # unknown articular surface catalog # unknown lot # unknown g2: united kingdom multiple MDR reports were filled for this event: 0001822565-2024-00351 0001822565-2024-00358. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon receipt of additional information, the initial report was submitted under incorrect manufacturing site. This report will be completed under manufacturing report number 0002648920-2024-00079.

Manufacturer narrative:
Upon receipt of additional information, the initial report was submitted under incorrect manufacturing site. This report will be completed under manufacturing report number 0002648920-2024-00079.